Manufacturer narrative:
Upon disassembly, a failure was found within the main electronic boards of the device.

Event description:
The core console with integral irrigation pump was returned with a tps handpiece cord due to overheating during a procedure. Upon evaluation at the manufacturer, it was discovered that the console overheated and there were no issues with the cord. The procedure was completed successfully with no patient or user injuries, and no adverse consequences.